Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: babikian, g., mcgrory, b., old, a., white, r. (2006) fixation of vancouver b1 peri-prosthetic fractures by broad metal plates without the application of strut allografts. The journal of bone and joint surgery, vol 88-b(11), pp: 1425-1429. This report is for an unknown 4.5mm broad dcp, 16 hole- dynamic compression plate. Unknown lot/unknown quantity. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: babikian, g., mcgrory, b., old, a., white, r. (2006) fixation of vancouver b1 peri-prosthetic fractures by broad metal plates without the application of strut allografts. The journal of bone and joint surgery, vol 88-b(11), pp: 1425-1429. The purpose of this study is to determine whether or not a plate along may be preferable for vancouver type-b1 fractures, with adequate bone stock. 20 patients met the criteria for this study which took place between december 1993 and may 2005. 1 patient died due to unrelated causes, leaving 19 patients for the study. There were 4 men and 15 women with a mean age at the time of fracture of 78 years. All the fractures were treated by open reduction and internal fixation. A broad dynamic compression plate (dcp; synthes, west chester, pennsylvania) was used in 15 fractures and a locking compression plate (synthes) in the other four. Complications included: one patient (case 13) developed nonunion which united uneventfully with anatomical alignment following further fixation. In one patient (case 9) with a healed peri-prosthetic fracture a subsequent stress fracture occurred at a different site, which was treated by a second plate fixation. Union occurred in 18 patients without malunion or infection. This medwatch will address case 9 who experienced a second stress fracture at a different site. This stress fracture was thought to have been due to varus placement of the femoral component and was unrelated to the original fixation of the fracture. This report is for an unknown 4.5mm broad dcp, 16 hole -dynamic compression plate. This is report 2 of 2 for (B)(4).